Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, p wave amplitude could not be measured and noisy signal were seen. Troubleshooting was performed but the same results were observed. Another lead was implanted with no issue. Patient was stable.